Event description:
It was reported by customer "we are running into major issues with high failure of the door latch. Bd cannot provide us parts until may and sending out under warranty based on quantity impacts care. I need to know if I can buy third party from parts source to keep these in service without voiding warranty. We need at least 50 latches right now". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : e2403 - no clinical signs, symptoms or conditions, f27 - problem identified during non-clinical procedure. Correction: describe event or problem additional information: imdrf annex e, f, b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an door latch failure was not determined because no products or device logs were returned.

Event description:
It was reported there was a complaint of door latch failure. The customer required replacement door latches. There was no information on patient involvement.